Manufacturer narrative:
(B)(4). Log review only. The customer's report of an over infusion of morphine was confirmed from a review of the event log. A review of the associated pcu event log for the pca infusion in question found that the infusion was initially programmed at 11 am for morphine with a 1 mg/ml concentration. At that time the continuous dose was set to 3 mg/h (3 ml/hr). After running for 5 minutes, the infusion was stopped and reprogrammed with the user selecting hydromorphone, with a concentration of 0.2 mg/ml, from the guardrails library. The user again programmed the continuous rate at 3 mg/h, which with the new concentration resulted in a flow rate of 15 ml/hr. The infusion then ran until 2:06 pm that afternoon delivering the entire contents of the syringe. The root cause of the customer's experience was user programming. The user received several guardrail warnings prior to starting the infusion but chose to proceed as programmed.

Event description:
The customer reported an over infusion of morphine and requested an event log review to determine user programming. Morphine pca (bolus + continuous) was reportedly programmed to infuse at 3 ml/hr with a vtbi of 50 ml, however, after 2 hours the entire contents of the syringe infused. The patient was receiving hospice care and died in the evening after the over infusion. The customer stated the patient's vital signs remained stable after the over infusion and does not attribute the patient's demise to the over infusion. Comfort care was initiated per family request.